Event description:
The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to section b5. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the plastic came away from the metal while using the aspiration needle. The issue was found during an endobronchial ultrasound (ebus) procedure. There were no reports of patient harm.